Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 435.2 mcg/day) via an implantable pump. The indication for pump use was multiple sclerosis and intractable spasticity. It was reported that the surgeon could not separate the catheter connector from the pump that was being replaced for normal end of life. There was no issue with the patient at all. The patient was having a normal end of life pump replacement. The action/intervention taken to resolve the issue was noted to be that the physician cut the catheter connector off and used a new catheter connector to attach to the new pump. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.